Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that conductor wires are intact and undamaged, but drive cable is frayed. The pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, fibers were sticking out at end of a pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.